Manufacturer narrative:
Reference CAPA: 20-00141.

Manufacturer narrative:
H10. Additional manufacturer narrative: the device was not returned to edwards for evaluation. Echo imaging was provided by customer and reviewed by edwards subject matter expert. Imaging impression: early (presumably 1 day) after aortic valve replacement with a 27 mm aortic bioprosthesis, there is evidence of moderate to severe pvl, with ar origins at the bases of leaflets in the left coronary and noncoronary positions. Preoperative tte suggests heavy but focal calcification of the left coronary ¿ noncoronary and right coronary ¿ noncoronary commissural posts. Intraoperative images were not submitted for review. The cause of the event was due to patient factors. Added final h6 conclusion codes and h6 result code. H11. Corrected data: corrected h1 as should be serious injury.

Manufacturer narrative:
UDI number: (B)(4). The device was not returned to edwards for evaluation. Attempts to retrieve the device and additional information is in process. If additional information is received a supplemental MDR will be submitted. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. The clinical observation was confirmed. Paravalvular leak (pvl) refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue. It may occur as a result of a lack of appropriate sealing of the valve at the annulus. The most common reason for pvl is inadequate debridement of a calcified annulus or attempted implant with improper valve seating. Pvl is not a result of device malfunction. The cause of the event remains indeterminable. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. Edwards implant patient registry received information a 27mm aortic valve was explanted on post-operative day two (2) due to moderate perivalvular leak (pvl). The explanted device was replaced with a 25mm aortic valve. Patient also underwent mitral valve replacement and tricuspid valve repair at time of the original aortic valve replacement procedure. The native aortic valve was reported to be heavily calcified tri-commissural tricuspid aortic valve. On examining the 27mm aortic valve, "there was excellent seating was seen without any loose areas." Post-operative tee revealed excellent valve function with no significant perivalvular leaks. The patient tolerated the procedure well and was transferred to the intensive care unit in stable condition. Patient initially had significant postop coagulopathy and then patient developed a new murmur postop with widened pulse pressure, and repeat tte showed at least moderate pvl of aortic valve. Patient also was noted to have a new lbbb, and there was concern for complete heart block versus a junctional rhythm in light of patient's permanent atrial fibrillation. Patient degraded into ventricular fibrillation and required CPR with successful cardioversion x 1. Patient returned to operating room on post-operative day two for re-do aortic valve replacement due to moderate pvl. The explanted device was replaced with a 25mm pericardial valve. On examining the valve there was excellent seating seen without any loose areas. Post-operative tee revealed excellent valve function with no significant perivalvular leaks. The patient tolerated the procedure well and was transferred to the intensive care unit in stable condition. Patient again had significant postop coagulopathy and required transfusions with improvement. Patient had prolonged hospitalization due to multifactorial encephalopathy, colonic distension, auto-anticoagulation, postop acute kidney injury, multiple intubations, and leukocytosis. On post-operative day 10 from re-do aortic valve replacement the patient expired. Preliminary cause of death was cardiac arrest status post multiple cardiac surgeries.